Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during investigation, the original complaint was unable to be adequately investigated. The pump is unable to power on past the hourglass due to moisture ingress. There were cs 078 and cs 064 alarms observed in the pump alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.